Event description:
The manufacturer was contacted regarding a dreamstation auto CPAP w/hum/cell, dom device. The patient reports that the device gets hot and has been waking her up with bursts of hot air, making her feel as if her face is burned and dry, with some redness present. She also mentions receiving a notification to change the filter on the device. Per the pms clinical expert, the reported harms are considered non-serious injuries. While no medical intervention has been specified, the patient has applied lotion to her face. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.